Event description:
The event involved an ext set w/chemolock¿, chemolock port¿ where the customer reported at 15:14 at (B)(6), the customer experienced a chemo leak at the bottom of the tubing, at the junction with the valve during infusion. The incident was observed 45 minutes after the start of the treatment and due to the leak, the patient did not receive the entire dose of taxotere. The not delivered dose cannot be quantified, and the treatment was not completed. It was stated there was airborne exposure of taxotere for the patient and healthcare professional, however, the leak did not come into contact with the patient. The healthcare provider wore gloves, and no medical intervention was required. The leak was cleaned with a kit trivorex. No visible holes were detected. There were no clinical consequences for the patient, no one was harmed, and no blood loss.

Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Received one used 011-cl4162 ext set w/chemolock for inspection. No defects or anomalies noted. The 011-cl4162 ext set w/chemolock was leak tested per product specifications. There was leakage from the female luer to male luer of the chemolock port at the distal end of the set. Examination of the bond area showed an incomplete insertion. The reported complaint of leakage can be confirmed. The probable cause is due to an incomplete insertion during the manual manufacturing assembly process. Corrected information can be found in e4: initial report sent to FDA and g2: report source.